Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: worn out lock latch on video connector causing loss of image when wiggle the scope end connector does not hold scope connector properly. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint was due to worn out lock latch on video connector causing loss of image when wiggle the scope end connector does not hold scope connector properly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center had no image appeared on screen. The issue was found during inspection for use of the device. There were no reports of patient harm.